Manufacturer narrative:
Insulin pump was received with loose/protruded drive support disk, minor scratched display window and cracked reservoir tube lip. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unable to verify prime anomaly due to compromised force sensor system alarm. Insulin pump passed displacement test. Unable to perform occlusion test, prime/compromised force sensor system test and excessive no delivery test due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was 12.6 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.